Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance and no capture due to possible fracture at the time of left ventricular assist device placement. The lead was programmed off at that time and subsequently capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2005; 6984m adaptor implanted: (B)(6) 2008; 1580 lead implanted: (B)(6) 2008. (B)(4).